Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. The customer complaint could not be confirmed with transmitter testing; however, a review of the shared data log confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded receiver log did not confirm the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction to remove from follow-up report #001 "the transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. The customer complaint could not be confirmed with transmitter testing; however, a review of the shared data log confirmed the reported event of a loss of connection. A root cause could not be determined."